Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 662 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, thirst, nausea, vomiting, chest pain and tachycardia. Once the patient was in the ambulance they were given an insulin drip. Upon arrival at the hospital the pod was removed and the lab work was performed. The patient was treated with intravenous fluids consisting of saline, glucose, potassium, acetate and dextrose. In addition the patient was given zofran as needed. The patient is currently still in the hospital at the time of the call. The pod will not be returned as it has been discarded. The patient's blood glucose and insulin history are as follows: (B)(6).